Event description:
Event description this chronic ventricular implantable lead exhibited increased pacing threshold measurements and was explanted during an elective device upgrade procedure, with laser lead extraction and cardiac tamponade resulted.